Manufacturer narrative:
Evaluation codes: method: device history record and sterilization records were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history, and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
In 2009, the sales rep reported the pt was implanted with an scs system in 2009, and developed an infection at the cervical lead site in the following month. The infection was diagnosed as a staph infection. The pt was placed on IV antibiotic therapy at home for four weeks. Due to the infection, the cervical surgical lead was explanted 2 months pre-op. The explanted lead was discarded and will not be returned to ans for evaluation. At approx 2 months after the pt recovered from the infection, another surgical lead was implanted in the cervical area. It was reported that the pt is doing fine.